Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the instrument had the teflon part broken. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. The procedure has been done with a gen04. One device is being returned.

Manufacturer narrative:
(B)(4). Device a was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Device was returned with the tissue pad damaged and melted, not detached as reported. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4): after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.